Event description:
It was reported that the patient was being ventilated in a non invasive ventilation (niv) mode. The patient was breathing up to upper pressure limit whereupon the ventilator was (auto) self-triggering and the patient could not respire any more. It was also reported that the oxygen saturation (sa o2) decreased. The upper pressure limit was adjusted to 30 mmhg and this solved the self-triggering problem. According to the hospital, the patient suffered lung edema caused by negative pressure. (B)(4).

Manufacturer narrative:
The ventilator's logs have been received but have not yet been evaluated. There is so far no information that any parts were exchanged. We are gathering information that surrounded the event. A supplemental medwatch will be submitted when the investigation is completed.